Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing revision surgery due to decreased performance, despite the device testing within normal limits. Programming adjustments were made, however, the issue did not resolve. The recipient is currently a non-user. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: h.6, d.6b. Advanced bionics considers the investigation into this reportable event as closed. Due diligence was performed in attempting to gather more information regarding medical treatment; however, it was unsuccessful. The patient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.